Event description:
It was reported to medtronic neurosurgery that a lumbar catheter of an edm external drainage kit was found to be leaking.

Manufacturer narrative:
The reported event described leakage of the edm catheter, however only a drainage bag was returned to the MFR. Therefore, the conditions of the complaint could not be verified and an eval of the catheter was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. No impact or injury to the pt was reported.